Event description:
The reporter indicated a 12.6mm vticm5_12.6 implantable collamer lens, -10.50/+1.5/094 (sphere/cylinder/axis), tore during loading, the lens rupture was due to snagging while loading the injector. The lens was not implanted. The problem was resolved.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).